Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On july 3, 2017, it was reported that the dermatome hand piece was stiff and it obtained a very thin skin graft. On (B)(6), 2017, it was clarified that the issue occurred on (B)(6), 2017 during surgery. There was no medical intervention or additional surgical procedures required. The harvested graft was not useable and an additional graft was taken. There were no adverse events associated with the failure. There was a 1-15 minute delay in the surgery. On (B)(6), 2017, it was clarified that the event was not an out-of-box-failure. The blade was properly placed and the dermacarrier was at room temperature at the time of use. There was no harm or injury related to the event. The surgical technique was used for the product. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on (B)(6), 2017 revealed that the motor was within specification. The control bar was flush with the blade. The device was out of calibration at only the zero setting. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6), 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal and external e-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable since there was no testing on the handpiece being stiff, during initial the control bar was flush the blade and the device was only out of calibration at the zero setting. The reported event was non-verifiable since there was no testing on the handpiece being stiff, during initial the control bar was flush the blade and the device was only out of calibration at the zero setting, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery the device's hand piece was stiff and it obtained a very thin skin graft. The original harvested graft was not useable. Therefore, an additional graft was harvested. No additional patient consequences were reported.